Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 278 mg/dl. The current sensor glucose value is 50. The sensor glucose and blood glucose is not within acceptable range. Customer was unable to further the troubleshooting. Customer has removed the sensor and received a change sensor alert. The customer reported via phone call that the insulin pump alarm change sensor alert. Customer's blood glucose at time of incident was 127 mg/dl. Customer was advised to remove and change out the sensor. The customer was explained there may be a possible issue with the sensor. Customer will return sensor and we will ship a replacement sensor.

Manufacturer narrative:
Sensor performed continuity resistance test, sensor passed per specifications and perform bicarbonate buffer test. Sensor passed with accurate readings.